Manufacturer narrative:
Correction - h6 - type of investigation.

Event description:
It was reported that right atrial (ra) lead exhibited suspected fracture due to lead noise. The lead was capped and replaced on 06sep2024. The patient is in stable condition.